Event description:
Device issue: failure to inflate/dislodged stent. Time of device issue: during stenting procedure. Adverse event: intervention required to retrieve dislodged stent. It was reported that two promus stents were implanted successfully in the right coronary artery (rca). A third promus stent was then advanced to the target site in the posterior descending artery (pda). An attempt was made to inflate the sds balloon; however, the balloon failed to inflate. The indeflator was changed; however, the balloon still would not inflate. The sds had resistance during removal and became caught within the proximal pda, outside the lesion. Further traction enabled the balloon, with the stent attached, to be pulled back into the proximal rca. The distal end of the stent became caught on the proximal rca stent struts, causing flaring of the stent struts and possible vessel trauma. While removing the sds, the stent dislodged in the pt anatomy and was retrieved using a snare device, which caused severe damage to the stent implant within the proximal rca vessel. Balloon dilatation of the proximal rca vessel was performed to reappose the flared stent struts to the arterial wall. An additional promus stent was used to complete the procedure. The pt was discharged 3 days after admission. No...

Manufacturer narrative:
Customer report was confirmed. Blood was noted underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Catheter body was kinked at 31 and 56cm proximal from the tip. Unit is sent to accellent for further evaluation. The 3/18/10- accellent evaluation: the device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. Visually the edges of the burst are ragged and there is inconsistent wall thickness in the area that burst. The contamination guard was cut off to see the device shaft. Visually there are two kinks in the middle of the device shaft and two kinks in the bellows. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging.

Event description:
Balloon rupture, no patient injury.